Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, noise resulting in oversensing and inappropriate high voltage therapy was observed on the right ventricular (rv) lead on a patient that is pacer dependent. Additionally, increased capture threshold and increased pacing impedance were noted on the rv lead. An x-ray was performed and no anomalies were observed. During the lead revision procedure, the rv lead was capped and replaced. The patient was stable with no consequences.